Event description:
Customer reported via phone, the screen on the insulin pump was broken. The pixels are black and the b button is also not functioning. There is a large scratch on the b button and has to use manual bolus. Customer's blood glucose was unknown. Customer stated the damage occurred while he was finishing and he fell. The scratch is from the battery to the b button and display is not scratched, but the lcd underneath is cracked. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with missing segments due to cracked and bleeding lcd glass. The insulin pump was unable to perform the displacement test due to missing segments. The insulin pump received with torn keypad overlay, cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, and scratched case.